Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that during implant the left ventricular (lv) lead slipped out of the coronary vein during slitting. The lead was not used and another lead was implanted. No patient complications have been reported as a result of this event.